Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had iab leak in circuit. No one was harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Manufacturer narrative:
Updated fields - b4, e1(initial reporter name & event site phone number) ,g1, g3, h1, h2, h6 ( type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion)h11. It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had iab leak in circuit. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse check normal function. Safety disk just changed 3 months ago, used for about 80 hours. Run test for the first 4 hours, no error found, but in the 5th-6th hour, found the aforementioned alarm, so did leakage test again, failed the 3rd test in this topic. The fse offer a price to change the manifold drive and fill the manifold. Temporarily stop using the machine. The customer plans to discontinue this machine. They may not repair.